Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during the initial implant procedure high out of range left ventricular (lv) lead impedances were noted. Different configurations were tested which still showed out of range impedances. The setscrews of the device were unscrewed and the lead was reconnected but out of range impedance remained. The physician elected to keep the lv lead implanted with our range impedances and slightly increased thresholds.